Manufacturer narrative:
Following infection resolution, the implanted electrode is intended to be revised. This event will be updated at the conclusion of this procedure.

Event description:
Boston scientific received information that the evening following a successful implant, the patient with this s-ICD system, reported a 'thump' in their chest. The following day, the system was interrogated showing an episode with inappropriate therapy due to noise and oversensing. The physician elected to change the sensing vector to secondary and forwarded the information to boston scientific's technical services (ts) for review. No adverse patient effects were reported. Boston scientific's internal ts reviewed information, stating the likely cause of oversensing was metal-to-metal contact. This observation can result from lead under insertion, an electrode issue and/or a header anomaly. The field then confirmed an electrode revision would be performed in the upcoming weeks; however, the patient has since developed a chest infection requiring antibiotics. The patient will remain an inpatient until the surgical revision has been completed, post infection resolution.